Event description:
It was reported that episodes of post-paced t wave oversensing resulting in inappropriate high-voltage (hv) therapy were delivered by the right ventricular (rv) lead. Rv lead damage was alleged, but was unable to be confirmed. Technical support was contacted and provocative testing was performed, but the noise was unable to be reproduced. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.